Event description:
Underdelivery reported. The pump initially was giving air-in-line alarms that were resolved. After infusing appropriately for an unspecified amount of time, the pump gave a system error alarm. It too was resolved and the batteries were changed. The pump was set to infuse zofran at 1 ml/hr. Prior to the system alarm the display indicated delivery of 10.4 ml had occurred. Approx. 2 hours later, the pump appeared to be infusing but the display had only incremented to 10.5 ml delivered. The infusion was then discontinued due to improved pt status (his nausea had subsided). The event did not cause any adverse pt effects.